Event description:
The customer reported deionized water condensation was observed around six faulty syringes involving the au5400 clinical chemistry analyzer. No erroneous patient results were generated. There was no patient impact. There was no operator injury or adverse effect associated with this event. The laboratory has an exposure control/risk management plan in place.